Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. St. Jude medical final analysis found a battery anomaly.

Event description:
It was reported that the pulse generator was interrogated while still in the box and the battery voltage was low.